Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange due to patient product concern.

Event description:
Patient reported a right side deflation and exchange due to patient's concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and brown particles in the shell. Microscopic analysis was performed which identified: sharp opening on posterior and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
The device has been explanted and replaced.